Event description:
It was reported that a large volume folfusor underinfused during infusion. It was observed that the device only infused half of the expected medication dose. The device was filled with 8g flucloxacillin and 230ml sodium chloride solution (nacl) 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: e1, h4, h6, h10 h4: the lot was manufactured from august 1 to august 3, 2023. (B)(6) h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.